Event description:
I've used the fasciablaster as directed, watched all of the tutorials, but my symptoms got worse over time (pain, fatigue, nausea). It's the worst product I've ever got. It's supposed to help with the pain. It's worst than a fraud because it actually harms you. It's not safe I don't understand why it's legal for them to advertise it like they do.